Event description:
It was reported that this pacemaker was found to be in safety mode. It was subsequently explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.